Manufacturer narrative:
Eval was not possible, as the products were not returned. Review of the device history records did not reveal any anomalies. A search of the complaint database did not reveal any other reports for the mfg lots. The investigation could not verify or draw any conclusions about the root cause of the reported event. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Should add'l info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Pt was revised to address disassociation of the patella poly from the metal back. The femoral component was loose and the tibial component had subsided. Poly wear of the insert was noted intraoperatively.